Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they experienced a low blood glucose. The customer's blood glucose at the time of the incident was in the 20's, 30's, and 40's mg/dl. The customer treated with orange juice. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the incident. The customer alleged the insulin pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer stated they having the problems with lows at night. The customer reported the reservoir was showing the same amount of insulin as shown on the status screen. Customer reported programming is accurate. The insulin pump will not be returned for analysis.